Event description:
It was reported that the device's on/off button was inoperable. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and pricing for a replacement keypad assembly. The customer later confirmed that the keypad assembly was replaced and proper device operation was observed through functional and performance testing. The device was placed back into service. The removed assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.